Event description:
Information received from the field notes that the patient complained of feeling lightheaded and dizzy and was admitted to the hospital. Surface ECG strips revealed a lack of ventricular pacing following p-waves.